Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported "downstream occlusion" was verified through a review of the event history log by the presence of "downstream occlusion!" But were not determined if the alarms were true or false. Evaluation did not reproduce the reported symptom. Evaluation improperly assessed for the reported symptom and the opportunity to determine component causality was lost. The device was required to meet all calibration and testing specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.